Event description:
Philips received a complaint by a service engineer on the v60 indicating as device malfunction as a 110b "proximal pressure sensor autozero failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user impact or harm was reported. A service engineer found that a 110b "proximal pressure sensor autozero failed" alarm error was logged in the event log. A service quote consisting of the replacement solenoid valve and data acquisition (da) printed circuit board assembly (pcba) was sent to the customer for approval on april 24, 2026, but the customer ultimately canceled the quote on may 07, 2026. The service engineer was therefore not able to evaluate or repair the device. The cause or most likely cause of the malfunction cannot be determined at this time as no tests were performed to replicate the alleged malfunction and determine the cause. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.